Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving gablofen (2000 mcg/ml, 249 mcg/day) via intrathecal drug delivery pump for intractable spasticity. It was reported that the patient had an overdose. She had a recent refill on (B)(6) 2018 in which her pump concentration was increased from 1000 to 2000 mcg/ml. No external or environmental factors were involved. No diagnostics or troubleshooting was performed. The patient's daily dose was decreased from 449 to 249 mcg/day. The issue was resolved. Surgical intervention did not occur and was not planned. The patient status was 'alive - no injury.' No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the [refill] needle was fully inserted [through the fill port septum] and a pocket fill did not occur. No further complications were reported.